Event description:
It was reported that during a "dca" procedure, the flexi-wire was advanced across the lesion. The flexi-cut was then advanced and five cutting sequences were completed. The physician re-crossed the lesion for the sixth time. When the physician made the first cut of the sixth sequence, the cutter stuck. The devices were removed as a unit and it was noted that the tip of the guide wire was left inside the artery. The patient remained in stable condition. The tip was not removed from the coronary.